Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sils gastrectomy. According to the reporter: the device loaded properly, was inserted into the cavity and when the surgeon went to toggle it the needle fell out into the cavity. The surgeon was able to retrieve the needle. After removing the device, it was noticed the locking mechanism was not working, the left side (unlock button) kept popping up. The surgeon hand sewed to complete the case. The case was delayed 30 minutes. No tissue damage or bleeding reported.